Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.